Event description:
A report was received that the pt had lost stimulation. Troubleshooting revealed several high impedance contacts. The pt had the leads replaced and was reportedly doing well after the procedure.